Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. The split located on the catheter tubing contains characteristics associated with burst trauma secondary to over-pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing during its use. This may be a user maintenance issue. The product IFU gives graphic and illustrated instructions on proper maintenance procedures. A chr is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
A break of the catheter. The indwelling period was 10 days.